Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was received: could you please provide more details to: "cdh29p "did not withdraw" surgeon needed to oversew anastomosis"? The eea stapler device was passed into the patient rectum after multiple ea dilators the size of 29. Once the stapler was placed, and then anastomosis was made. The staple line was fired and unfortunately with great difficulty the stapler was withdrawn, this required severe torsion in order to disengage the stapler after anastomosis was created, we had to consider actually tanning the staple out of colon and re-doing the anastomosis; however, after some working the stapler disengage, I oversewed the staple line circumferentially and leak test was conducted where the proximal colon was obstructed and the pelvis was filled with normal saline. Air was filled in the patient's rectum multiple times approximately 10 to 15 times showing no leaks from the staple line. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple?yes was the staple line complete? No were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Surgeon. Who removed the device? Surgeon. Was the safety reset prior to removal? What was the users experience with the device? Is the current patient status known? Pt recovering well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not at this time